Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an implantable neurostimulator (ins) used for gastrointestinal/pelvic fl oor. Consumer reported their device was not working and they were not feeling anything after increasing to 7.0v. This reportedly started suddenly on (B)(6) 2018 and they patient wondered why it would ¿all of a sudden¿ stop working. The patient can normally feel stim when it is between 1.7 and 1.5. Consumer reported they were not getting a 50% or greater reduction in their symptoms. Patient reported hey did not have any falls, trauma or change in activity but they did have an x-ray. Patient reported they ¿lost control.¿ consumer was redirected to their health care professional. No further complications reported/anticipated.